Manufacturer narrative:
Physio-control evaluated the customer's device and could not verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to detect a shockable rhythm. There was no patient involvement reported with the event.